Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the power cord and no other signs of damage. "Primary audible alarm bgnd test" was verified via biomed, the event history log was not able to be downloaded. The reported issue was not duplicated during functional testing, no damage to the speaker was found. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump pcb interconnect was replaced, then the pump exhibited audible alarm. No patient injury reported.